Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that the patient required further surgery for removal of damaged plate and further revision of joint.

Manufacturer narrative:
The reported incident that plate anchorage mtp / cross plate - left was alleged of issue s-12 (implant breakage after surgery) could be confirmed. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by overload. Microscopic investigation revealed that the fracture surface had suffered severe secondary damage. Evidence of microscopic vibration fracture characteristics was found on the fracture surface. Based on the results of the examination, it can be stated that the plate failed due to a vibration (fatigue) fracture. Please note that the instruction for use reads: "precautions for use [¿] - the product does not allow the immediate resumption of activity by the patient and is not designed to support an immediate load. Immobilization is necessary during the osteosynthesis. [¿] - it is necessary to inform the patient of the precautions to be taken to ensure the success of the implantation. "Side effects possible side effects during the implantation of osteosynthesis devices are: [¿] - rupture or deformation of all or part of the implant, [¿] "factors capable of compromising implantation success. - bone pathology, osteoporosis, bone tumors, systemic or metabolic problems and infectious diseases. - senility, mental illness, abuse of illegal drugs, prescription drugs or alcohol. - excess weight, intense professional or sporting physical activity that exposes the implant to excessive or repeated loads. - risk of conflict with other implants. - risk of articular conflict." [Original statement]. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The customer reported that the patient required further surgery for removal of damaged plate and further revision of joint.